Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that her insulin pump alarmed no delivery last night. She has been receiving continual no delivery alarms for the last month. The alarm occurred during a bolus delivery. Customer's blood glucose is 76 mg/dl. Customer removed the insulin pump and reverted to manual injections. She is sending back the reservoir for analysis. Nothing further reported.